Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous left anterior descending artery. The 2.5 x 18 mm xience prime stent delivery system (sds) failed to cross lesion and during the several attempts to cross the proximal shaft separated into two pieces. The device was removed from the patient without issue and a new sds was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.